Event description:
It was reported that the pump contained move volume than expected. The expected reservoir volume was 0.9ml and the actual reservoir volume was 12ml. There were no pump alarms except the low reservoir alarm due to the expected 0.9ml. The reporter indicated that the patient was on supplemental pain medications during that time due to a recent car accident and gall bladder removal. The reporter also indicated that at the last refill (date not reported) it was noted that the pump had flipped. The pump was manually repositioned. A pump pocket revision was being planned to re-anchor the pump. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered vai the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.